Event description:
Previously reported j retention wire fracture without protrusion through the outer polyurethane insulation. The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction, direct traction with locking stylet. No complications.